Event description:
It was reported that an episode of supraventricular tachycardia was not properly recognized and treated ineffectively with shock. The physician decided not to take any actions. There were no consequences for the patient who is clinically healthy.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the patient received inappropriate atp therapies due to device diagnosed supraventricular tachycardia episodes as ventricular tachycardia. The physician elected not to make any programming changes. The patient was in a good condition and will be followed-up normally.

Manufacturer narrative:
(B)(4).